Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl. The customer reported that the insulin pump had no delivery alarm and time was slower. The customer reported that the no delivery was resolved by the infusion set change. The troubleshooting was not performed for the time clock anomaly and high blood glucose. The insulin pump and infusion set will not be returned for analysis.